Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on april 18, 2018, (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced a loss of osseointegration.